Event description:
It was reported by international mallinckrodt facility (puerto rico) that a homecare patient experienced difficulties with the fit and placement of two (2) size m7sct, specialized single cannula low pressure cuffed tracheostomy tubes. The size/shape of the device neckplate and the cannula curvature were indentified as causing discomfort to the patient's stoma and trachea. The device usage ranged from four (4) to two (2) months. The patient has a deviated trachea and other anatomical anomalies and experiences stress and trauma during the device change out procedure. There was one (1) patient involved and no reported patient compromise. The device are reportedly available to be returned to the manufacturer for analysis and investigation. As of the date of this report, the device have not been received.